Event description:
It was reported during remote follow up that the right ventricular lead exhibited high pacing impedance. Diagnostic imaging confirmed fracture. Programming changes were made and the lead will continue to be monitored. The patient was stable and asymptomatic.

Event description:
New information received notes loss of capture. The lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable.